Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized, she was vomiting and had to be intubated. Customer stated that her blood glucose went low to 21 mg/dl in the morning and was treated with syrup and glucose by her mother and nephew. Blood glucose went up but at night it dropped again. Blood glucose value at the time of admission was 14 mg/dl. Customer sated that her blood glucose drops very fast and she feels sick. Customer stated the doctor is still working on adjusting her settings. Nothing further reported.